Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause a device investigation would be necessary. Reportedly the recipient is satisfied with the hearing performance. The device remains implanted and in use.

Event description:
The child fell on the stairs and hit his head on the iron railing of the stairs.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell on the stairs and hit his head on the iron railing of the stairs.